Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. A review of x-ray film provided confirms the reported event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include:· bending, fracture or loosening of implant component(s) loss of fixation...". "...the lock screws on the multi-load lock screw starter must be compressed by the central sleeve after delivery of each lock screw to ensure proper engagement into the tulip...". "...step 8: reline mod tulip head attachment ensure there is no soft tissue on or around the shank that may inhibit the polyaxial head from being inserted properly...".

Event description:
On (B)(6) 2018 patient underwent a spinal procedure. On (B)(6) 2018 during a post-operative follow-up visit it was noted the tulip head on the l5 screw shank came off. No patient harm or injury reported.